Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial implant procedure on (B)(6) 2018. Due to the patient's weight and the distance from the skin to the epidural space, the physician was unable to enter the epidural space with the 6 in epidural needle. The trial was abandoned and the patient will be referred to a surgeon for a surgical trial.